Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 069 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the black box data and alarm history revealed no evidence of cs 087 call service alarms. The cs 069 failure is written as a cs 087 failure in the black box when it occurs. During investigation, the ez-prime steps were performed correctly; no cs 069 alarm or other warning occurred during the investigation; the pump performed within specification. The complaint of cs 069 call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment at the threads.